Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was seen in the clinic for an urgent device check. The patient reported symptoms of sharp, left-sided intermittent chest pain. It was noted the rv pacing threshold measurements was higher at 2.7v@0.4ms. The patient's symptoms were able to be reproduced with maximum pacing outputs and were also evident with underlying isolated premature ventricular contractions (pvcs). The physician was considering a lead revision. No adverse patient effects were reported. The lead remains implanted and in service. Additional information was received. A lead revision was performed and this lead was explanted and replaced. Lead measurements were satisfactory and no phrenic nerve stimulation was observed in both bipolar and unipolar configurations. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was seen in the clinic for an urgent device check. The patient reported symptoms of sharp, left-sided intermittent chest pain. It was noted the rv pacing threshold measurements was higher at 2.7v@0.4ms. The patient's symptoms were able to be reproduced with maximum pacing outputs and were also evident with underlying isolated premature ventricular contractions (pvcs). The physician was considering a lead revision. No adverse patient effects were reported. The lead remains implanted and in service. Additional information was received. A lead revision was performed and this lead was explanted and replaced. Lead measurements were satisfactory and no phrenic nerve stimulation was observed in both bipolar and unipolar configurations. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.